Event description:
Resident had been placed in whirlpool at approx 9:00 am. This was a routine water bathing therapy. The resident was left in the tub & water temperature exceeded recommended levels. Skin was reddened from waist to toes & from elbow to fingertips on left arm.